Manufacturer narrative:
Insulin pump passed the displacement. Insulin pump received with loose drive support disk.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 402 mg/dl. Customer¿s blood glucose value of 224 mg/dl at the time of incident. Customer's other blood glucose value was 400 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer experienced symptoms such as nausea and headaches. The customer was treated with manual injection and insulin pump. Customer stated the drive support cap was sticking out. Customer reported insulin exited at the quick release. Based on customer report customer did not allege insulin pump was under delivering. The device will be returned for analysis.